Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 447, 465 and 437 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 486 mg/dl and 483 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/25/2018 and open vial date is (B)(6) 2017. The customer is insulin dependent. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 447, 465 and 437 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 486 mg/dl and 483 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/25/2018 and open vial date is (B)(6) 2017. The customer is insulin dependent. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Memory concerns: customer concerned with all results.